Event description:
It was reported that the nurse stated that they have been rewarming since 2330. The arctic sun device did not automatically start rewarming. Cooling was stopped and in standby, nurse had to manually start rewarming and later noticed the patient was only 34.6c but the device was in normothermia. The nurse restarted rewarming and adjusted the rewarm from to the patient's temperature of 34.6c and device seems to be working correctly now. Confirmed device said cooling stopped, there was no flow rate and neither the cooling nor rewarming box were flashing. Nurse confirmed that the device did not alarm that cooling was completed. When the nurse manually started the rewarming, noticed the rewarm from said 36.5c, rate of 0.5c/hour, to targeted temperature (tt) was 36.5c. Nurse wondering if this might have been why the rewarming did not start automatically. Explained the rewarming duration was strictly a timer. Once the timer was complete, the device would automatically switch to normothermia. Because there would be no duration for rewarming from 36.5c to 36.5c, this was likely why it switched to normothermia prior to patient reaching target. Explained once therapy was completed, they could download the case data. Nurse confirmed to place a ticket for biomed to assist with downloading the case data.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Cooling was stopped and in standby, nurse had to manually start rewarming and later noticed the patient was only 34.6c but the device was in normothermia. The nurse restarted rewarming and adjusted the rewarm from to the patient¿s temperature of 34.6c and device seems to be working correctly now. Confirmed device said cooling stopped, there was no flow rate and neither the cooling nor rewarming box were flashing. Nurse confirmed that the device did not alarm that cooling was completed. When the nurse manually started the rewarming, noticed the rewarm from said 36.5c, rate of 0.5c/hour, to targeted temperature (tt) was 36.5c. Nurse wondering if this might have been why the rewarming did not start automatically. Explained the rewarming duration was strictly a timer. Once the timer was complete, the device would automatically switch to normothermia. Because there would be no duration for rewarming from 36.5c to 36.5c, this was likely why it switched to normothermia prior to patient reaching target. Explained once therapy was completed, they could download the case data. Nurse confirmed to place a ticket for biomed to assist with downloading the case data. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have been rewarming since 2330. The arctic sun device did not automatically start rewarming. Cooling was stopped and in standby, nurse had to manually start rewarming and later noticed the patient was only 34.6c but the device was in normothermia. The nurse restarted rewarming and adjusted the rewarm from to the patient¿s temperature of 34.6c and device seems to be working correctly now. Confirmed device said cooling stopped, there was no flow rate and neither the cooling nor rewarming box were flashing. Nurse confirmed that the device did not alarm that cooling was completed. When the nurse manually started the rewarming, noticed the rewarm from said 36.5c, rate of 0.5c/hour, to targeted temperature (tt) was 36.5c. Nurse wondering if this might have been why the rewarming did not start automatically. Explained the rewarming duration was strictly a timer. Once the timer was complete, the device would automatically switch to normothermia. Because there would be no duration for rewarming from 36.5c to 36.5c, this was likely why it switched to normothermia prior to patient reaching target. Explained once therapy was completed, they could download the case data. Nurse confirmed to place a ticket for biomed to assist with downloading the case data.